Event description:
The user facility in (B)(6) reported a cutting problem during surgery. The doctor replaced the cutter and completed the surgery. No patient injury reported. Additional information reported that aspiration continued while the cutter stopped.

Manufacturer narrative:
Evaluation completed on one 23ga cutter. The original packaging was not returned. The part number and lot number cannot be verified or determined. A functional test was performed using a stellaris pc system. The cutter had good clean cuts at various cut rates. The cutter aspirated and functioned as required. The lot number was not provided; therefore, a device history review could not be performed.